Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4). Implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4). Ubd: 01-dec-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (3500 mcg/ml at 450 mcg/day) via an implanted pump. It was reported that the patient had increased pain since the last few months. There were no environmental, external, or patient factors that may have led or contributed to the issue. The hcp attempted to aspirate the catheter and could not. A surgical referral was sent to neurosurgery. The plan was to have the full system replaced since eri (elective replacement indicator) on the pump was (B)(6) 2023. The surgery was planned, but not yet scheduled. It was noted that the issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This event was also reported under manufacturer report #3004209178-2023-13968.[information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving baclofen at an unknown concentration/dose via an implanted pump for unknown indication for use. It was reported that on (B)(6) 2023, the patient had a normal pump replacement and a dye study was performed that showed the catheter not working properly. It was reported that the patient had increased spasticity and no envir onmental/external/patient factors that may have led or contributed to the issue. It was reported that the healthcare professional partially explanted the catheter and replaced the catheter with an 8780 at the time of the normal pump replacement. The issue resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight and medical history were asked but made unknown]. Any additional information received will be reported under this manufacturer report number #3004209178-2023-02867. In addition to the previously reported information, additional information was received from a company representative (rep) on 2023- aug-08 and it reported the cause of the catheter not working was not determined, and there was a need of increased dose several times per patient feedback. Regarding the dye study results, it was noted a rep that was no longer covering pain, was at the dye study back in february. It was reported it was possible that they couldn¿t aspirate the catheter and did not perform the dye study portion.